Manufacturer narrative:
No parts or files have been received by the manufacturer for evaluation.

Event description:
A physician alleged an inaccuracy of approximately 4mm, during navigation, while in a functional endoscopic sinus surgery (fess). Reported by a medtronic representative, the surgeon was accurate after registration at the tip of the nose and other bony anatomy on the surface of the patient. The inaccuracy was more posterior in the patient, which could only be checked after opening up the sinus. The surgeon continued navigation knowing he was inaccurate and completed the procedure with the use of the fusion navigation system. There was no negative impact on the patient outcome reported.

Manufacturer narrative:
The tracing pattern was not optimal since there was tracing over soft issue and the tracing result on the bridge of the nose is poor. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.